Event description:
It was reported that this pacemaker recorded atrial far field over sensing of right ventricular events. Sometimes the deflections were blanked but other times they were labeled as premature atrial contraction or atrial sensing. Also, low intrinsic atrial amplitudes were observed. Programming options were recommended for this pacemaker that remains in service. No adverse patient effects were reported.